Event description:
A user facility has reported that a home peritoneal dialysis pt informed them that dialysis solution is leaking out of the cassette and into the cycler. Removed liberty cassette at the end of treatment and fluid gushed from left diaphram, approx 30ml. Pdrn reports that the pt has had no ill effects. Prophylactic antibiotics (medical records show vancomycin 1gm and gentamycin 133mg ip) were administered as a precaution. Cultures were drawn and resulted with no growth, negative with gram stain. Pt states no ill effects. Effluent has remained clear. There is a sample available for evaluation.

Manufacturer narrative:
Medical records received and reviewed. No additional info available.